Manufacturer narrative:
Continuation of d10: product ID: 8781, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type: catheter, ubd: 04-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (1mg/ml , 0.2 mg/day) via an implantable pump for fbss leg/back and spinal pain indications. It was reported that there was an underdose and the patient reported more back pain. The physician attempted a dye study, but they could not aspirate. Interventions taken to resolve the issue included that they cut off the pump segment and clamped and tied off the spinal segment. They placed a new catheter. The issue was resolved at the time of the event. The healthcare provider (hcp) had no further information for the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) and the healthcare provider (hcp). The cause of not being able to aspirate from the cap was not determined. The physician was aware about the provided information.